Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
While attempting to place an io during a code situation, the io gun bogged down and the provider had to finish placing the io by hand. The light on the io gun was green before and after the placement. The io was placed in the right tibia using the blue (25mm) needle. The patient was a male of average build, approximately (B)(6), with no excessive amounts of adipose on the leg. The needle was placed through the skin over the patient's tibia and once bone was felt with the needle the provider began to drill. The io gun initially drilled without issue but after advancing the needle a short ways into the tibia, the gun bogged down. The trigger was released keeping the gun and needle in the same spot and then tried to drill again. The gun made approximately one quarter slow turn but would not advance any further, nor rotate as it had initially. The provider reported that the both the gun and needle were grabbed to ensure that the needle would not slip and with a twisting motion and significant pressure felt a sudden pop and loss of resistance indicating that the io needle was in the medullary cavity. Aspiration with a flush, showed marrow indicating that the needle had been placed appropriately. The io remained patent for the remainder of our time with the patient.

Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and a solid green led light was displaying. Trigger guard is still tethered to the driver. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45 mm ez-io needle set into a medium and/or hard bone. The 45 mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3 mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 3.35, insertion 2: 3.12, insertion 3: 3.07. Other remarks: hard profile (105 lbs/ft3): insertion 1: 5.28, insertion 2: 5.06, insertion 3: 5.03. Another attempted insertion was then performed on the hard profile sawbone. The test was started with minimal downward force and then increased in an attempt to get the driver completely stall. The device could not be stalled with up to 20 lbs. Of downward force before completing the insertion. Another attempt was then made by forcing the driver down on the weighted scale without a needle. The driver would not stall with approximately 15 lbs. Of downward force applied for 20 seconds. The complaint cannot be confirmed. The motor was connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the led displayed a steady green light and the motor was operable. A section of the IFU will be used in this investigation report as reference: "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and" in the unlikely event of a driver failure, remove the ezio power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set." No corrective actions will be implemented at this as there were no device deficiencies identified which would contribute to this incident. Teleflex will continue to monitor and trend for reports of this nature. No driver device deficiencies were identified during the investigation. The sawbone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. Please be reminded that "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and" in the unlikely event of a driver failure, remove the ezio power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set." The complaint cannot be confirmed. No further action required. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
While attempting to place an io during a code situation, the io gun bogged down and the provider had to finish placing the io by hand. The light on the io gun was green before and after the placement. The io was placed in the right tibia using the blue (25 mm) needle. The patient was a male of average build, approximately (B)(6), with no excessive amounts of adipose on the leg. The needle was placed through the skin over the patient's tibia and once bone was felt with the needle the provider began to drill. The io gun initially drilled without issue but after advancing the needle a short ways into the tibia, the gun bogged down. The trigger was released keeping the gun and needle in the same spot and then tried to drill again. The gun made approximately one quarter slow turn but would not advance any further, nor rotate as it had initially. The provider reported that the both the gun and needle were grabbed to ensure that the needle would not slip and with a twisting motion and significant pressure felt a sudden pop and loss of resistance indicating that the io needle was in the medullary cavity. Aspiration with a flush, showed marrow indicating that the needle had been placed appropriately. The io remained patent for the remainder of our time with the patient.